Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal clevis at the base of the clevis. The broken pieces were not returned with the instrument. Yaw cable was found to be broken as result of the distal clevis breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) was found to have the plastic piece attached to the hook cracked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi followed up with the initial reporter and obtained the following additional information: the hook was not moving properly (possibly due to frayed wires, slipped wire, or broken plastic); the issue was resolved by replacing the instrument, no images are available, and return status is unknown.